Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified and 99% stenosed proximal circumflex (cx) artery. A 2.25 x 23 mm xience prime stent was implanted in the left cx to the obtuse marginal arteries. The patient returned to the hospital with acute st changes. Angiography revealed the patient had developed an in segment aneurysm. The patient was sent to surgery for the aneurysm. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device remains in the patient anatomy. The electronic lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effect of aneurysm is listed in the xience prime, xience prime small vessel (sv) and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.